Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed that insulin flow was blocked during a bolus. The blood glucose reading was 122 mg/dl. The alarm occurred after the customer was able to treat. The reservoir was not empty. Insulin did exit when the customer performed a fill cannula. The infusion set cannula was bent. No issues with scarred or hardened tissue or stretch marks were reported. The reservoir will be replaced.